Event description:
It was reported that a patient presented with migration reported on the patient's implantable cardioverter defibrillator. Pocket erosion on the lead was also reported. Further intervention with the patient's physician was planned. No adverse patient consequences were reported.